Event description:
Literature was reviewed regarding evaluation of two aortic bioprostheses in a two-center study. The study population included 148 patients who were predominantly male with a mean age of 66 years. Two manufacturer¿s devices were implanted in the study population; 74 patients were implanted with a medtronic avalus bioprosthetic valve. Overall mortality occurred with 11 patients, five of which occurred in the avalus group. One high-risk patient died of sepsis and cardiogenic shock with acute renal failure. Three patients with prosthetic endocarditis died following reintervention to treat endocarditis (2) or due to refractory heart failure induced by septic shock (1). Finally, one patient experienced a myocardial infarction due to acute thrombosis of the right coronary ostium, and subsequently underwent aortocoronary bypass with explant and replacement of the avalus bioprosthesis. Eleven hours post-intervention the patient died. No further information was noted pertaining these deaths. Among all patients adverse events included: stenosis, aortic regurgitation, arrhythmia requiring permanent pacemaker implant, endoca rditis, major bleeding, thromboembolic event, and moderate to severe patient-prosthesis mismatch. No further information pertaining to medtronic products was noted.

Manufacturer narrative:
Citation: chiariello et al. Two innovative aortic bioprostheses evaluated in the real-world setting: first results from a two-center study. Cardiovasc surg (torino). 2023 jun;64(3):338-347. Doi: 10.23736/s0021-9509.23.12534-1. Epub 2023 apr 20. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.